Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no exterior damage. Event history log confirmed a primary audible alarm post occurred. Functional testing could not replicate the reported issue; no device problem was found. The root cause was undetermined. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system failure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.